Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced reduction of endothelial cell loss and low vaulting. The lens was explanted and replaced with a longer length lens and the problem was resolved. The cause of the event was reported as a patient related factor and noted the device did fail to perform as intended.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - reduction in endothelial cell loss. H11- manufacture narrative- corneal endothelial cell loss is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later clarified that there was no corneal endothelial cell loss. H6 - health effect clinical code: 4581 - reduction in endothelial cell loss should be removed. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).